Event description:
The customer reported that 10 ml of clear fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) troubleshot and found a pin hole leak in I-beam tubing through pinch valve (vl41) to flow cell (vc18) with green disconnect (port 4); to resolve he replaced the tubing. Bec internal reference to this event is (B)(4).